Event description:
It has been reported to philips that during preparation for a diagnostic procedure, the x-ray could not be triggered via the wired and wireless footswitches. Logfile analysis, performed by the philips remote service engineer (rse) and onsite analysis performed by the field service engineer (fse) confirmed the system interface box (sib box) was not working as intended. No issue was found with the wired or wireless footswitches. Replacement of the sib box resolved the issue and the system was returned to use in good working order. The patient was moved to another room for the procedure. The report alleged that the patient died; however, no further information regarding the death has been provided to date. Philips will continue its investigation of this complaint.

Manufacturer narrative:
Philips is investigating this complaint. According to the additional information collected, the issue occurred while the patient was being prepared for a neurovascular treatment for a cerebral hemorrhage. The patient¿s cause of death was reported to be cerebral hemorrhage. Philips will continue its investigation of this complaint.